Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to inflate. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Event description:
According to the reporter: prior to use, the balloon could not be inflated. No patient was involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.